Manufacturer narrative:
The device has been requested to be returned. (B)(4).

Event description:
Covidien received info that this n65 pulse oximeter is intermittently missing segments. The pt was not harmed or injured as a result of the event.